Event description:
The director of cardiology stated that a pt with a stroke in progress was placed in the artis ba room for an interventional procedure to remove a blood clot. The unit had been experiencing intermittent problems with system lock-ups for some time. The problem was not logging any of the events into the system log which made the issue difficult to reproduce and repair. The system was rebooted, but still would not function properly, and the pt was subsequently moved to another manufacturer's x-ray room. They were unable to complete the procedure in the second room either due to system problems. It was reported that the pt was sent to the intensive care unit in the hospital. Siemens was not made aware of this event until 02/25/2009

Manufacturer narrative:
Service was subsequently performed by factory representatives, (B)(4). Three p.c. Boards were found to be intermittently failing. The system was brought back to specifications, and the problem has not returned for two weeks